Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that prior to implant when the pacemaker was interrogated codes 1001, 1002 and 1003 appeared. The codes were cleared and the pacemaker was able to be interrogated. Boston scientific technical services (ts) was consulted and discussed the codes indicated low battery capacity, high power usage of battery and voltage too low for remaining capacity. Data analysis showed that the pacemaker was experiencing periods of much higher than normal power consumption. Engineering noted that this appeared to be due to an anomaly with the radio frequency communication hardware within the pacemaker. Ts advised that the device should not be implanted. The pacemaker was not implanted and subsequently returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded and that the device had no telemetry for 15 or more days. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the codes seen upon interrogation prior to implant.